Manufacturer narrative:
Unit passed displacement test, rewind, basic occlusion, and excessive no delivery alarm test. Unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor. Motor was tested outside the device and passed. No motor error alarm noted. Intermittent button response noted due to corroded keypad traces. No button error alarm noted. Broken reservoir tube lip, cracked case on lcd display window corners, and scratched lcd window were noted during visual inspection. Unable to complete functional test due to prime anomaly. Medtronic diabetes implemented revised reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised reportability criteria.

Event description:
The customer's father reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was 534 mg/dl. She had not treated her high blood glucose level. The customer was able to rewind the insulin pump. The displacement test and self-test passed. The insulin pump also alarmed button error and was unable to clear it. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.